Manufacturer narrative:
(B)(4). Evaluation: the front end board (p/n 77-1010-003, s/n (B)(4)) was returned for evaluation. Visual inspection of front end board was performed and a burnt capacitor c191 was noted. No further testing can be performed due to the damage on the component (capacitor c191). Damage on the capacitor c191 created a short circuit (+12vdc to ground). A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "smoke comes out of the pump" is confirmed. The front end board was found to be defective. A burnt component (capacitor c191) was noted on the front end board. Damage on the capacitor c191 generated a short circuit (+12vdc to ground) causing the reported complaint; however, the cause of component damage is undetermined.

Event description:
It was reported that while in the (ICU) intensive care unit a patient was receiving (iabp) intra-aortic balloon pump therapy. The iab was inserted via the patients left femoral artery via a teflon sheath. At 5 o'clock smoke was noticed from the pump and the monitor switched off. The users exchanged to another pump. There was no reported injury to the patient or the user. There was a 5 minute delay in iabp therapy. There were no reported patient complications. Medical / surgical intervention was not required. The patient outcome is okay. (Eqr)expedited quality report: symptom: at 5:00 smoke came out from the iab-pump and monitor switched off. They swapped to another pump. There was no injury to patient and user. Support by mimp is already requested.

Event description:
It was reported that while in the (ICU) intensive care unit a patient was receiving (iabp) intra-aortic balloon pump therapy. The iab was inserted via the patient's left femoral artery via a teflon sheath. At 5 o'clock smoke was noticed from the pump and the monitor switched off. The users exchanged to another pump. There was no reported injury to the patient or the user. There was a 5 minute delay in iabp therapy. There were no reported patient complications. Medical / surgical intervention was not required. The patient outcome is okay. (Eqr) expedited quality report: symptom: at 5:00 smoke came out from the iab-pump and monitor switched off. They swapped to another pump. There was no injury to patient and user. Support by mimp is already requested. Op - on patient. Cp - filed as a formal complaint.

Manufacturer narrative:
(B)(4).